Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the returned device was at a battery status of beginning of life (bol). Portions of the circuitry, including the battery, were isolated and tested. This detailed testing revealed the device's battery bypass capacitor was cracked which resulted in a high current condition and premature battery depletion.

Event description:
Boston scientific received information that this patient implanted with this implantable cardioverter defibrillator (ICD) was hearing beeping tones coming from the device. The device was checked and a fault code was observed upon interrogation. Boston scientific technical services (ts) was contacted and discussed that the fault code indicates the battery voltage is too low for projected remaining capacity. The device was checked approximately two months ago and the longevity remaining at that time was 6.5 years. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was returned and is currently in analysis. When analysis is complete, this report will be updated.